Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The device is pending eval. Supplemental MDR will be submitted as the eval becomes available. (B)(4).

Event description:
The customer reported that while attempting to start clinical support the iabp came up with an auto fill failure error and maintenance code #2 (drive transducer offset failure). They turned the pump off and got it to return to proper function. Approximately 2 hrs later, the message maintenance code #2 appeared again. The pt was switched to another iabp and therapy was continued. No pt injury was reported.